Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 71524501 with an expiration date of 30-jun-2024. The field service engineer found the sample probe had partial blockage and the reaction was disk loose. He replaced the sample probe and tightened the reaction disk. He performed mechanical checks and the customer ran qc and precision without errors. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose (gluc3) result from the cobas pro c 503 analytical unit. The initial result was 12 mg/dl with a data flag and was considered critical. The repeat result was 118 mg/dl and was believed correct. The questionable result was not reported outside of the laboratory.